Manufacturer narrative:
The insulin pump passed displacement, and active current measurement tests; it failed sleep current measurement, and self tests. No unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. Self test returned an unexpected pump error 63. Pump error 63 is confirmed in the formatted history file (variableinfo = 3) due to a loose connection or a cold solder joint at u1 keypad assembly. No unexpected audio/vibrate anomaly/absence of alarms were noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had change battery alert. The customer¿s blood glucose level was 5.8 mmol/l. Customer was assisted with troubleshooting. Customer called back to report they change batteries four times or week, then they called to report the same problem and after troubleshooting it started again. Customer did not use rechargeable batteries. Customer did not use previously used batteries. Customer did not perform daily rewinds. Customer states the insulin pump set to vibrate and audio mode. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.